Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: stopped working mid case, error on screen. The probable root cause could be cable failure. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.